Manufacturer narrative:
A.1. -.a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 gas blender system. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the s5 gas blender system has strong fluctuations in the flow and gives alarm during procedure. There was no report of any patient injury.

Manufacturer narrative:
Device was received at manufacturing site. Error could not be confirmed at initial test. Gas blender device was cleaned and disinfected, calibration visual check and technical safety inspection were performed. A test run for 12 hrs was performed and during complete procedure no error occurred. Device work error-free. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Involved gas blender was manufactured in 2010 and a similar event was reported in 2023, solved by replacing the measurement bridge for air. No concerning trend has been identified for this kind of failure. Based on service activity, this issue was most likely related to an improper gas supply or a user error. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.